Event description:
It was reported in an article that a total of 51 patient (56 vertebrae) underwent balloon kyphoplasty procedures (bkp) within a 7 month period to treat osteoporotic vertebral fractures (ovf). The purpose of the study was to 'examine retrospectively whether posterior vertebral wall injury would influence cement leakage into the spinal canal." The average at the time of operation was 73.9 years old (range, 52 to 86 years). The levels of ovf were : th7 in 1 ; th8 in 2 ; th9 in 2 ; th10 in 2 ; th11 in 6 ; th12 in 9 ; l1 in 10 ; l2 in 7 ; l3 in 6 ; l4 in 7 ; and l5 in 4 vertebrae. In one case without posterior vertebral wall injury, a patient "had a temporal hypoxemia (sp02: 60%) just after bkp, but recovered in ten minutes and had no symptoms after decannulation". No further information was reported.

Manufacturer narrative:
Literature citation: hirotsugu omi, keisuke nakano, keiryo nakahara, tomohiro lwasawa, toshimitsu kawagishi. "Does posterior vertebral wall injury influence the safety during balloon kyphoplasty". Journal of spine research. Vol. 4, no. 6; 2013: p 1024-1027. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.